Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that a leakage was found when injecting the contrast (under 500 psi) after inserting the berman catheter into the patient. Another ai-07135 was opened for use. There was no reported patient death or injury. Medical/surgical intervention was not required. There was no delay/interruption in therapy. There were no reported patient complications. The patient outcome is fine. Reference MDR #1219856-2011-00015 for the second event involving the same patient.